Event description:
Patient admitted to have a transcatheter aortic valve replacement (tavr) procedure for severe symptomatic aortic stenosis. Using a cook apex wire a 26mm valve was advanced into the sheath, but became hung up in the mid to distal segment of the sheath. During additional advancement, the entire sheath rotated and created a 360 degree loop in the iliac. There was immediate concern for iliac vessel rupture. The sheath was slowly withdrawn and the contralateral access was upsized to 16 french and a coda balloon was inflated in the distal abdominal aorta for hemodynamic control. During attempts to completely withdraw the e sheath, the valve came out of the sheath and was in the external iliac artery. Upon removal, the e sheath was noted to be completely torn down the seam. The e sheath was then replaced with a 16 french gore dry seal. An 8mm balloon was advanced into the right common iliac and inflated for additional control. An angiogram demonstrated large rupture of the common and external iliac arteries. A vascular surgeon arrived, the patient was intubated and massive transfusion protocol was initiated. Two overlapping viabahn stents were deployed from the common to external iliac artery placing most distal stent inside the sapien valve. The stents were postdilated with a 12 mm balloon and there appeared to be improvement but still significant extravasation. An additional covered gore stent was then deployed. The bleeding deemed to be resolving; however, the patient then developed pea arrest. Cardiopulmonary resuscitation was initiated and there was initially return to spontaneous circulation. It was thought the patient may have abdominal compartment syndrome as his belly appeared quite distended. A laparatomy was performed to alleviate the elevated intra-abdominal pressure, however, the patient did not have any return of spontaneous circulation despite these maneuvers. After extensive resuscitation without further return of spontaneous circulation, the patient was pronounced. Time of death 10:323am.